Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for via phone call for low blood glucose. The customer¿s blood glucose level was 36 mg/dl at the time of the incident. Customer has treated for the low blood glucose with food. Customer ate a donut about 10 min ago. Customer stated he feels okay an fine. Customer is offered to troubleshoot for the low blood glucose but declined. Customer reported that the one before this was 73 mg/dl. The insulin pump will not be returned for analysis.